Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the catheter was found separated during use on the patient." Additional information reports, "the separated piece was removed from the patient's artery." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that on (B)(6) 2024, the catheter was found separated during use on the patient." Additional information reports, "the separated piece was removed from the patient's artery." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one image for investigation. The complaint of arterial catheter separation was able to be confirmed from the photo. The rest of the catheterization device was not returned. The also customer returned one, opened arterial kit for analysis. Only the catheter was returned for evaluation. Signs of use were identified on the inside of the catheter body. Visual analysis revealed that the catheter body was separated around the middle of the extrusion. Both pieces of the catheter body were returned for investigation. Microscopic examination confirmed the damage and revealed that the points of separation were smooth. The points of separation were also oval-shaped which indicates the catheter body was kinked which lead to a separation. Further microscopic examination revealed that the catheter body appears stretched at the point of separation. Dimensional analysis confirmed that the catheter body is stretched. No brittleness or discoloration was observed on the catheter body. The catheter body was separated 0.75" from the catheter hub, and 1" from the distal tip. Both catheter body extrusion pieces were measured. The proximal portion was measured from the proximal edge of the catheter hub to the point of separation, and the distal portion was measured from the point of separation to the distal tip. The combined pieces measured 2.795", which is not within the specification limits of 2.565"-2.605" per the catheter assembly product drawing. The catheter body outer diameter in an area proximal to the separation/crushing measured 0.039", which is within the specification limits of 0.045"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter at the proximal end measured 0.031" , which is not within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. The catheter body outer diameter in an area distal to the separation/crushing measured 0.045", which is within the specification limits of 0.045"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter at the distal tip measured 0.032", which equals the nominal value of 0.032" per the catheter product drawing. The discrepancy with the catheter length and outer/inner diameters measuring out of specification indicates that the catheter body became stretched proximal to the point of separation. The inner diameters at the point of separation cannot be measured due to the crushing. An attempt to insert a lab inventory guide wire (measured 0.0175) through the catheter was performed. Resistance was encountered at the location of the separation. Performed per IFU statement , "firmly hold introducer needle hub in position and advance catheter forward, over guidewire into vessel". A device history record review was performed with no relevant findings identified to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of arterial separated catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was severed around the middle of the extrusion. The appearance of the points of separation were consistent with damage resulting from the catheter becoming stretched and kinked. This stretching was confirmed through dimensional analysis as the catheter length and inner/outer diameters were not within specification. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.